Event description:
It was reported that the device was explanted after an implant duration of approximately 4.17 months. On 09/09/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation and thickening of valve. The ring was explanted and replaced with a bioprosthetic valve.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 44.2 mmol/l, 24 mmol/l, and 6.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 1.1 mmol/l to 27.7 mmol/l. This meter does not show a numeric value greater than 27.7 mmol/l. A blood glucose reading above 27.7 mmol/l will read as a "hi" in the adc meter.